Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint ¿not clamping or securing the clip properly. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the clip test. The clip did not fully close onto the tubing. Additional observations that were not reported by the site but are related to the primary failure were noted: the instruments grip tips were not moving intuitively, i.e., they were not following the master tool manipulator (mtm) input commands smoothly. Furthermore, after opening the housing, the instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on grip input shaft. Input disk # 7 was found broken into pieces inside of the housing. This failure caused the clip and intuitive motion tests failures. In addition, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The dried residue is typically attributed to improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not clamping or securing the clip properly and was taken out of rotation during the case. The procedure was completed with no reported injury.